Event description:
I had mentor cohesive implants put in under my muscle and over the years have gotten sick. I have chronic pain and chronic fatigue. I've been tested for so many issues and I've always been extremely healthy. I have gi issues as well.